Event description:
It was reported the therapy never helped the patient and they had their therapy off for several months. It was stated the patient was feeling something and wanted to make sure their therapy was off but their programmer did not work. It was noted the patient was going to have their device removed because it wasn¿t helping and they thought about getting the sling. Reportedly, the patient had an appointment scheduled for (B)(6) 2013 and they never had therapeutic effect. It was later reported the patient was looking for their programs and no longer saw the check mark and number. It was stated the patient initially had their device set on 0.0 volts then they increased to 0.6 volts and could feel stimulation. The patient then increased to 1.0 volts. It was noted the patient had a lack of therapeutic effect and they had turned their stimulation off about five months prior to report because they had given up on it. It was reported the patient¿s therapy had not been working well since implant and they had a lot of leakage. It was noted the patient had less than 50 percent therapy relief. Reportedly, the patient had their urine checked the day prior to report and they had a urinary tract infection and were looking for some relief until they got botox in february so they wanted to give the device another try. Later that day, it was reported the patient wanted to change from program 2 to another program because program 2 did not seem to be working well. It was stated the patient felt stimulation but they felt stimulation in the buttocks. The patient tried program 1 and it felt strong in the butt area. The patient also tried programs 3 and 4 and they felt stimulation in the same buttocks area. It was noted the patient was on 1.4 volts on program 4 and it was really intense and the patient did not like how strong it was. Later on, the patient stated they felt stimulation around their bladder area. Reportedly, the patient considered taking the device out because it had not really worked. It was stated the patient¿s device never helped with symptom control. It was reported the patient was having a lot more intense problems and their bladder dropped a lot. It was noted the patient wanted to get out of their discomfort.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0422y, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).